Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. The customer declined to reload the same cartridge and preferred to load a new one, successfully resuming insulin therapy. The issue was resolved.